Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "redness, "mottled skin", and intense pain are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 2 days after injection to the lips and nasolabial folds with juvederm ultra patient developed redness, "mottled" skin and complained of intense pain. Patient treated with hylase and keflex. Symptoms are still ongoing.